Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported that the patient's cycler was running longer than normal. The patient was able to cancel the treatment. Then when the cassette was removed from the cycler there was fluid found on the external part of the cassette during treatment complete. In a follow up, the caregiver verified the fluid leak event and said the patient did not have any harm, intervention or adverse event associated with the leak. The patient is using the same cycler with no further issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported that the patient's cycler was running longer than normal. The patient was able to cancel the treatment. Then when the cassette was removed from the cycler there was fluid found on the external part of the cassette during treatment complete. In a follow up, the caregiver verified the fluid leak event and said the patient did not have any harm, intervention or adverse event associated with the leak. The patient is using the same cycler with no further issues.